Event description:
The customer reported that the insulin pump alarmed. Advised the customer that the device would be replaced. The blood glucose reading was 157mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm as a result of a loose drive support disk.